Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance and high capture threshold. The reported lead was capped and replaced on (B)(6) 2022. There were no patient consequences.